Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water leaked from the foley catheter after holmium laser enucleation of the prostate (holep). Per follow-up information received from ibc on (B)(6) 2023, stated that it was balloon leakage.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage observed from the balloon nor the inflation funnel. With the in-house syringe attached the balloon deflated passively with no issues. The device history record review could not be performed without a lot number. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that fixed water leaked from the foley catheter after holmium laser enucleation of the prostate (holep). Per follow-up information received from ibc on 05oct2023, stated that it was balloon leakage.